Event description:
Jetstream china study. It was reported a loss of aspiration occurred during use. A 135 centimeter x 2.1/3.0 millimeter jetstream catheter was selected for an atherectomy procedure in an unspecified lesion. (B)(6) 2018- during the index procedure, during the treatment with the jetstream, the catheter failed to aspirate. There were no patient complications reported. It was further reported that the 100% stenosed, 5.0mmx100mm, tasc ii b target classified lesion was located in the left mid superficial femoral artery. The target lesion was treated with 2.1mm jetstream xc atherectomy catheter. Post treatment, percutaneous transluminal balloon angioplasty (pta) was performed, with 30% final residual stenosis. It was further reported that a performance issue occurred as there was no reaction post pressing the rex button. No additional actions were taken and the same catheter was used for the treatment.

Event description:
Jetstream china study. It was reported a loss of aspiration occurred during use. A 135 centimeter x 2.1/3.0 millimeter jetstream catheter was selected for an atherectomy procedure in an unspecified lesion. On (B)(6) 2018, during the index procedure, during the treatment with the jetstream, the catheter failed to aspirate. There were no patient complications reported. It was further reported that the 100% stenosed, 5.0mmx100mm, tasc ii b target classified lesion was located in the left mid superficial femoral artery. The target lesion was treated with 2.1mm jetstream xc atherectomy catheter. Post treatment, percutaneous transluminal balloon angioplasty (pta) was performed, with 30% final residual stenosis. It was further reported that a performance issue occurred as there was no reaction post pressing the rex button. No additional actions were taken and the same catheter was used for the treatment.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage and the functional testing of the device was completed. The device showed no damage. A .014 test guidewire was used to test the patency of the guidewire lumen. The wire would not insert into the lumen. Functional analysis was done by completing the setup procedure per the directions for use. Aspiration testing of the device was done per the test procedure. The device is tested by using a 100ml beaker of water. The devices tip is submerged in a beaker of fluid and the device is run for a period of 1 minute. The final milliliters of fluid that the beaker shows after the 1 minute run time is subtracted from the starting milliliters and the final number is the total that was aspirated (100ml-1 ml=99ml). Test results showed that this device did not perform as designed per the test procedure specification sheet withdrawing 1ml of fluid in the 1 minute time frame. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
(B)(6). It was reported a loss of aspiration occurred during use. A 135 centimeter x 2.1/3.0 millimeter jetstream catheter was selected for an atherectomy procedure in an unspecified lesion. (B)(6) 2018- during the index procedure, during the treatment with the jetstream, the catheter failed to aspirate. There were no patient complications reported

Manufacturer narrative:
Additional information: age at time of event, unit of measure age, sex, race, relevant tests/laboratory data, describe event or problem, other relevant history, model number, lot number, catalog number, expiration date, unique identifier (UDI) #.

Event description:
Jetstream china study. It was reported a loss of aspiration occurred during use. A 135 centimeter x 2.1/3.0 millimeter jetstream catheter was selected for an atherectomy procedure in an unspecified lesion. (B)(6) 2018- during the index procedure, during the treatment with the jetstream, the catheter failed to aspirate. There were no patient complications reported. It was further reported that the 100% stenosed, 5.0mmx100mm, tasc ii b target classified lesion was located in the left mid superficial femoral artery. The target lesion was treated with 2.1mm jetstream xc atherectomy catheter. Post treatment, percutaneous transluminal balloon angioplasty (pta) was performed, with 30% final residual stenosis.